Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms noted during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No delivery anomaly noted. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors and generated reports. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked case (battery tube) and scratched case. On 02/12/2025 06:43:33.000 normal bolus delivered, normal bolus amount programmed: 4000 (0.4 u) bolus amount delivered: 4000 (0.4 u). In summary, customer alleged audio/vibrate anomaly not confirmed. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer mentioned pump didn't give alarm and reporting high blood glucose. The customer reported blood glucose value of 230 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed and pump didn't alarm . The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-1884l. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.